Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that biomed stated they reported air in line issues with fifty percent failures in air in line assembly and fifty percent as false air in line errors. They found black residue in air in line assembly during inspection. This was reported to bd representatives during site visit. There was patient involvement but no harm.